Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular lead had elevated thresholds with gradual increase in impedance which was high. The lead was capped and replaced. No patient complications have been reported as a result of this event.